Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was inoperable. The patient stopped charging ipg months prior to replacement surgery due to a recharge burden, thus causing the ipg to become inoperable. In turn, the underwent an ipg replacement surgery. Therapy was restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.